Event description:
A report was received that the patient had an issue with the ipg site. The site was red like a rash or eczema on the outside and felt like it was burning the patient on the inside. The dermatologist felt that it was probably having a reaction to the metal in the ipg. The patient was prescribed hydrocortisone cream to be applied topically. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the incision was looking better externally but the patient was still experiencing the burning sensation inside.

Event description:
A report was received that the patient had an issue with the ipg site. The site was red like a rash or eczema on the outside and felt like it was burning the patient on the inside. The dermatologist felt that it was probably having a reaction to the metal in the ipg. The patient was prescribed hydrocortisone cream to be applied topically. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure at this time.

Event description:
A report was received that the patient had an issue with the ipg site. The site was red like a rash or eczema on the outside and felt like it was burning the patient on the inside. The dermatologist felt that it was probably having a reaction to the metal in the ipg. The patient was prescribed hydrocortisone cream to be applied topically. The patient was reportedly doing well.

Event description:
A report was received that the patient had an issue with the ipg site. The site was red like a rash or eczema on the outside and felt like it was burning the patient on the inside. The dermatologist felt that it was probably having a reaction to the metal in the ipg. The patient was prescribed hydrocortisone cream to be applied topically. The patient was reportedly doing well.